Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿pain in the right breast, in to the right under arm¿, ¿felt very tired, lethargic¿, ¿migraines headaches 3 x week¿, ¿capsular hardening of the implant and scar tissue¿, ¿pain in the right breast, r armpit, r biceps, sometimes feels like it is on "fire/burning¿, past medical history of ¿melanoma left deltoid which was removed surgically bowel polyps¿, ¿later today seeing another gp at the same practice to discuss anaplastic large cell lymphoma,¿ and ¿patient is very concerned regarding recall." The device remains implanted.